Manufacturer narrative:
Corrected field: b5 (problem description): "it was reported that this right atrial ventricular..." Was corrected to "it was reported that this right ventricular lead...".

Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to noise. No physical damage appeared on this lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial ventricular was surgically abandoned and replaced due to noise. No physical damage appeared on this lead. No additional adverse patient effects were reported.